Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 1 alarms. The customer changed the cartridge and the alarm was resolved. The customer's blood glucose (bg) level was 248 mg/dl and a bolus was delivered to address the bg level. While changing the current cartridge, insulin was not observed exiting the tubing. A new cartridge and new tubing were successfully loaded.